Event description:
The account alleged that the side of rail will not lock and the pt fell out of the bed.

Manufacturer narrative:
The service tech investigated and found that the pt was unable to get the nurse attention and got out of bed. The pt fell trying to get to his wheel chair. The left foot side rail was not present on the bed when the event occurred. The side rail had been removed by the nurses so the pt did not feel trapped. The service tech noted that there was no impact to the pt. No further info is available on the repair of the bed at this time.